Manufacturer narrative:
Ortho-clinical diagnostics (ocd) quality assurance performed retain testing to confirm the reactivity of the e antigen. Satisfactory results were observed. The customer later informed ocd that repeat testing with the same lot of mts gel cards gave acceptable results.